Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, he is experiencing night time glare and starbursts with poor night driving. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.